Manufacturer narrative:
This ra lead was surgically abandoned. As no further information concerning this report is expected, investigation is complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead fractured. There were no reported adverse patient effects beyond the early surgical intervention that occurred to remedy the issue.